Event description:
Information was received from user facility (uf) via manufacturer representative regarding products used for spinal therapy. It was reported that prior to the case, both implants would not properly load onto multiple inserters, including both non-navigated and navigated inserters. The implants were described as wobbling and would not expand and contract properly. The center screws on both implants appeared to be stripped, and both implants had a small amount of bio present. Both implants were never implanted. There was no patient involved reported and no further complications or symptoms reported. Additional information was received via manufacturer representative that the issue was not a manufacturing issue. The stripped screws are a component of the implant. They are not a separate item/product from the cage. There was a little manufactured bone inside of the cage.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of part# 436025b lot# ca18j071 after visual and optical examination and functional testing, it does not appear to be any damage, nor does it indicate any functional issues with the centerpiece. The center screw was locked down. Upon loosing the center screw the centerpiece functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.